Event description:
The patient's mother contacted animas on (B)(6) 2011 alleging that the pump reverted to default date/time with pump battery change. The reporter claimed the patient has had multiple low blood glucose (bg) readings on two occasions since the alleged issue started. The reporter claimed that on (B)(6) 2011 the patient was found unresponsive and when her blood glucose was checked it was 31 mg/dl. The patient's mother stated she attempted to treat the patient; however, when the patient would not drink juice emergency services was called for assistance. It was noted that the patient was taken to the hospital and was treated with glucose gel and food. The patient was discharged with a bg of 200+ mg/dl and wearing the pump. The reporter claimed the patient also had another low bg of 38 mg/dl on (B)(6) 2011. The patient's mother stated she treated the patient with glucagon and confirmed her bg responded and increased to 177 mg/dl. At the time of troubleshooting, the reporter stated that the patient was aware that the date/time was incorrect after replacing the battery; however, he did not know how to change the date/time and therefore left the date/time settings incorrect. This complaint is being reported because the patient was treated for severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the complaint regarding time and date resetting was duplicated during the investigation. The pump was opened to investigate and component bt1 was found to be leaking and unable to hold. The pump was opened to investigate, the internal battery component (bt1) was found to be leaking and unable to hold and charge. This is not a reportable malfunction because the user must confirm the date and time on the "verify" screen every time the pump reboots. The user guides instruct the user to do this. Unrelated to the date/time defaulting, it was observed that the keypad was torn at the ok button.